Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient had an unexpected postoperative refractive outcome. The lens was exchanged for another lens approximately 3 months after initial implantation. Additional information was requested.